Event description:
The hospital reported that scrub technican attempted to load hst iii system (3.8mm) and seal was not aligned properly in device. The device was not used on a patient. The patient was in the room. There was no harm to patient. No product retained in patient. No procedural delay. Staff opened another device to complete the case without further incident. Per photo provided by the complainant, it is observed that the seal got caught inside the loader

Manufacturer narrative:
(B)(4).the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed